Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feeling. The medical surveillance specialist (mss) spoke with the lay user/patient on august 5, 2013, and obtained the following information: the patient tests 10-12 times a day and manages her diabetes with insulin pump therapy. The patient reportedly also suffers from unexplainable seizures. On (B)(6) 2013 (at 9pm), the patient reportedly obtained a high reading with the subject meter (result not known). The patient does not recall what action she took in response to the alleged meter issue. According to the patient, as a result of the alleged meter issue she reportedly had a seizure six hours later. The patient corrected and clarified that her fiancé contacted the emergency medical services (ems), she obtained a blood glucose reading of ¿38 or 36 mg/dl¿ with the ems¿s meter, she was administered a glucagon injection as treatment, she was transported to the hospital soon after, and an unknown time later she obtained a reading of ¿103mg/dl¿ with the hospital¿s meter. The patient reportedly was hospitalized for two and a half days; the patient does not known what her medical diagnosis was prior to discharge. The patient indicated she continues to experience the seizure and currently her physician cannot explain the reason behind her multiple seizures. At the time of troubleshooting, the customer service representative noted that the patient¿s physician discarded the subject meter. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.